Event description:
The nurse was preparing to perform the test and observed that the vial was empty. It should have contained the diluent. The nurse obtained another test kit (same manufacturer and lot number) which had a vial that contained diluent.this has been a recurring problem. We have been in communication with the vendor. The vendor indicated that they have made a change in manufacturing and now the vial is sealed.